Event description:
A customer's caregiver reported a low readings issue with the adc freestyle libre, stating that the sensor scan displayed 'lo' (reading less than 40 mg/dl) for over 6 hours. No comparison measurements were performed, but the reporter further noted that "low readings were not displayed". The customer experienced symptoms of aggressiveness, sweating, and a "concentration problem" on (B)(6) 2019. It was indicated that the customer received both hcp and non-hcp treatment, but the medications are not known. It was further indicated that the customer received a diagnosis of hypoglycemia, but attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history reviews) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver reported a low readings issue with the adc freestyle libre, stating that the sensor scan displayed 'lo' (reading less than 40 mg/dl) for over 6 hours. No comparison measurements were performed, but the reporter further noted that "low readings were not displayed". The customer experienced symptoms of aggressiveness, sweating, and a "concentration problem" on (B)(6) 2019. It was indicated that the customer received both hcp and non-hcp treatment, but the medications are not known. It was further indicated that the customer received a diagnosis of hypoglycemia, but attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.